Event description:
Drill attachment fell apart during surgery. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes: dzi, erl, hbe. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The findings indicate that the drill attachment was exposed to mechanical overloading. Unfortunately the exact cause for the damage could not be determined. A material or manufacturing error cannot be ruled out. The drill attachment was manufactured according to specifications.